Manufacturer narrative:
Gold-tite square uniscrew (unisg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear due to usage around the threads and the head. There was presence of debris in the screw head. Therefore, based on the evaluation, the device malfunction had occurred and the reported event was confirmed following inspection. Review of the DHR for unisg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by MFR: device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the abutment screw (unisg) fractured at tooth location 11.